Event description:
It was reported to philips that the system failed to boot, stuck at 'system starting:00:00' on an allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Reboot resolved issue; root cause unclear. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).